Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer dropped the pump and the touchscreen is no longer illuminating. Troubleshooting with tandem technical support was performed and touchscreen remain unresponsive. Customer's blood glucose level was not impacted.